Event description:
Same case as MDR ID: 2134265-2013-09104. It was reported that stent damage occurred. The target lesions were located in the left main artery, circumflex (cx) and obtuse marginal (om) artery. After the physician implanted a 4.0x16mm stent veriflex stent in the left main artery, a 2.50x20mm promus element plus stent was advanced to the om1 and placed kissing stents at the bifurcation of the cx and the om. These stents were placed towards the marginal over the wire. However, the 2.50x20mm promus element plus stent would not cross the lesion and when it was removed, the back end of the stent strut was lifted. Dilatation of the 4.0x16mm stent veriflex stent in the left main artery was performed to fully appose the stent and predilatation of the om successfully. The device was exchanged with a different device and the procedure was completed with the om and cx stented with a beautiful angiographic outcome. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged with its proximal end bunched up and pushed distally from the proximal markerband. The distal end of the stent had not moved from its original position. This type of damage is consistent with the stent meeting resistance upon withdrawal. The hypotube was kinked at various locations. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. No other issues were noted with the device. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-09104. It was reported that stent damage occurred. The target lesions were located in the left main artery, circumflex (cx) and obtuse marginal (om) artery. After the physician implanted a 4.0x16mm stent veriflex stent in the left main artery, a 2.50x20mm promus element¿ plus stent was advanced to the om1 and placed kissing stents at the bifurcation of the cx and the om. These stents were placed towards the marginal over the wire. However, the 2.50x20mm promus element¿ plus stent would not cross the lesion and when it was removed, the back end of the stent strut was lifted. Dilatation of the 4.0x16mm stent veriflex stent in the left main artery was performed to fully appose the stent and predilatation of the om successfully. The device was exchanged with a different device and the procedure was completed with the om and cx stented with a beautiful angiographic outcome. No patient complications were reported and the patient status was fine.